Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was elevated up to 287-400 (mg/dl) and boluses via the pump were delivered to address bg levels. Reportedly, the occlusion alarms continued despite changing out all supplies during troubleshooting.